Event description:
It was reported st. Jude medical that during a 3 month f/u, the device was not sensing. On the real-time electrogram, the marker showed dual-chamber pacing, but a flat line was observed on the ventricular electrogram. The decision was made to explant the device. Upon explant, an indentation was observed on the ICD right below the header. However, it was unclear if this damage took place during the explant or during implant, as the ICD was being taken out of the pocket for observation.